Event description:
Pt rec'd "tmr" channels at beginning of CABG procedure. Bleeding from "tmr" sites delayed closure 1.75 hours. Channels created on pump; total pump time 79 minutes. 28 channels created; pulsing blood through "tmr" sites, total drainage 3990cc. Hemostasis achieved in operating room with 5 units fresh frozen plasma, 5 pheresis platelet infusion. Pt returned to operating room for sternal infection not related to "tmr" site. Pt is doing fine.